Event description:
The facility reported a colleague infusion pump with the reported condition "pole clamp position mounting plate loose". It is unknown in which care area this event occurred. This event occurred during use of pump. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.7 colleague pump with a user interface module software version of 7.01.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed. The assignable cause was not determined. The v-block was tightened and the other associated parts were replaced to fix the reported problem. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.